Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The device was tested on the bench and high current drain was observed on the hybrid. The root cause of the high current drain was an anomalous capacitor.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient is doing well following the procedure.